Event description:
Decrease in r-waves and oversensing reported. At revision, md was unable to insert stylet. The lead was explanted. No patient complications have been reported as a result of this event.